Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the blade did not come out. The myoma was about 500g. Another like device was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate/advance. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate/advance as intended.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.